Event description:
It was reported that the pt had an adverse reaction after flush of red lumen, post wire removal and before dressing. Pt experienced chest pain, flushing, lot of anxiety, and sensation of heat.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rew10800 showed no other similar product complaint(s) from this lot number.